Event description:
A malfunction alarm with code malf 12 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was provided with instructions by technical support to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred.